Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2025, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck in disconnected mode. The field service engineer inspected the station and found a not communicating error on the screen. The network cable was plugged into the correct ports on both ends, but the station network status indicated network cable unplugged. The field service engineer replaced the network cable, but there was no change. When the network cable was plugged into a known good wall jack, the station network communication was restored. This confirmed that the issue was with the wall jack or the client network connection, not with the pyxis system. The system functioned as intended after the field service engineer (fse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was stuck in disconnected mode. The device had been reset multiple times, and data port locations were changed as well, but the issue still was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.